Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit alarmed low helium sounded so they changed the tank, however, once the tank was inserted, both the helium icon and gauge both stayed on empty. The machine was rebooted which did not resolve the issue. This happened a second time as well. The pump had been on standby for 14 minutes. Instructed customers to change out the console as it didn¿t seem like a helium issue. The unit swapped out to successfully to continue therapy

Manufacturer narrative:
Updated fields: e1(site country), h6 ( type of investigation, investigation findings, investigation conclusion). Corrected fields: h6 (health effect ¿ impact codes). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : repairs not yet requested.